Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that stent fracture occurred requiring additional intervention. The target lesion was located in the left circumflex artery. A 3.00 x 28mm synergy drug-eluting stent was advanced and deployed for treatment; however, a fracture was suspected. A promus premier stent was implanted to cover it and the procedure was completed. There were no patient complications reported, and the patient status was stable.